Manufacturer narrative:
A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. A device evaluation is anticipated but the product has not yet been received by cordis. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure, the crb13250 was removed from the packaging. No anomalies were noted at the time of removal. When the device was attached to the inflation manometer, a crack was noted in the hub of the device. The device was not used. Another like device was used to successfully complete the procedure.